Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio2 meter was reading inaccurately high compared to another device (contour) and his feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation since the patient could not be reached to obtain additional information. The patient reported that the alleged issue began on an unspecified date in (B)(6) 2017. The patient claimed obtaining blood glucose readings of ¿369 mg/dl¿ with the subject meter and ¿197 mg/dl¿ with the other device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient also claimed obtaining a blood glucose reading of ¿221 mg/dl¿ with the subject meter which he felt was high compared to his feelings and/or normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with self-adjusted insulin (novolog, dose not reported) and claimed that in response to the alleged issue, he increased the dosage of his insulin; administering 48 units of novolog. The patient reported that an unknown time before the alleged issue occurred, he developed symptoms of feeling ¿weak, sweating and blurry vision¿. The patient reported that on (B)(6) 2017, he visited his doctor¿s office where his blood glucose was reportedly measured at ¿77 mg/dl¿ on the clinic device and his doctor subsequently treated him with food and/or drink. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter at the time of testing, that the patient was following the correct testing procedure and that an approved sample site was used to obtain the results. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event whilst using the subject device and the meter could not be ruled out as a cause or contributor to the event.